Event description:
It was reported that this left ventricular (lv) lead impedance is greater than 2500. Additionally, the last threshold was 2.9 volts in october 2017 and the lv lead was not capturing. The health care professional noted that they turned the lead off a while ago. Replacement was to be scheduled. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was reported indicating that this lv lead had reportedly dislodged. This resulted in the previously reported clinical observations, in addition to the newly reported undersensing. This lv lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred.

Event description:
It was reported that this left ventricular (lv) lead impedance is greater than 2500. Additionally, the last threshold was 2.9 volts in october 2017 and the lv lead was not capturing. The health care professional noted that they turned the lead off a while ago. Replacement was to be scheduled. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.